Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console shutdown on its own before surgery. The procedure was completed by using small incision manual cataract surgery. There was no patient impact.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event with system message (sm) [abnormal termination of host application detected at startup] in the event log. The company service representative was unable to replicate the reported event. As a preventative measure, the power distribution printed circuit board (pcb) and the host central processing unit (cpu) were replaced. The system was then tested and met all product specifications. A system non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to exhibit no functional problems; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).